Event description:
It was reported that the physician attempted to deliver an integrity rapid exchange (rx) stent to the rca, which was reported to be a calcified lesion with 92% stenosis following pre dilation. Resistance was felt while attempting to advance the device to the lesion. The device was retracted and lesion re-intubated, a subsequent re-attempt was made to implant the stent. The balloon of the integrity device was inflated to nominal pressure and upon withdrawal of the device it was noted that the stent had not been deployed but was on the proximal shaft of the catheter. The procedural report indicates that the stent had probably been disengaged at the point that the stent went into the proximal portion of the guild liner due to previous strut damage during attempted deployment. Two further integrity rx stents were implanted successfully. No other clinical sequelae reported.

Manufacturer narrative:
Evaluation: results: failure to deliver the stent and stent deformation. Calcified lesion with 92% stenosis, resistance felt at lesion. Conclusion: calcified lesion with 92% stenosis, resistance felt at lesion. (B)(4).